Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that a request was made for technical services (ts) to review stored episodes for this cardiac resynchronization therapy pacemaker (crt-p), as the device recorded atrial tachy response (atr) episodes without corresponding atrial events observed on the electrogram (egm). Upon review, ts determined that the programming for atr was not adequate, as one premature atrial contraction was sufficient to trigger atr mode switch. Additionally, ts found evidence of far field oversensing. Reprogramming options were discussed. No adverse patient effects were reported. This crt-p remains in service.